Event description:
Information forwarded by the distributor from the hospital to rochester medical: "it was reported that the patient, self removed the catheter, which snapped, leaving the distal portion including the retention balloon in situ. Ward staff had reported communication difficulties with this patient due to ethnic background, which was exacerbated by the pt's confusional state".